Manufacturer narrative:
The ge service representative conducted an onsite investigation. The dose was adjusted back into tolerance. The system was tested and operates as intended.

Event description:
The customer reported that the system dose was out of tolerance. No patient injury was reported.